Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and found to be within specification.

Event description:
It was reported that the patient presented to the ER and was admitted. Perforation was observed, a sternotomy was performed with pericardiocentesis and successful lead repositioning. The patient was sent to cardiothoracic ICU for monitoring. The patient suffered cardiac arrest and expired that night. There is no information available regarding patient presentation or device function at the time of cardiac arrest. The cause of death is unknown.